Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("this device contains nickel which caused me to have an allergic reaction") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with urticaria and abdominal pain lower ("severe cramping pain"). The patient was treated with surgery (patient had to have her fallopian tubes removed to remove device). Essure was withdrawn. At the time of the report, the allergy to metals and abdominal pain lower outcome was unknown. The reporter considered allergy to metals and abdominal pain lower to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jan-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 202 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to metals ("this device contains nickel which caused me to have an allergic reaction"). Essure was removed via removal of the fallopian tubes. Allergy to metals is serious due to its medical importance and anticipated in the reference safety information for essure. The exact dates of essure implantation and removal as well as of allergy to metals is unknown. Nevertheless, considering it was reported as associated to essure use, and regarding a compatible timely relationship, a causal relationship cannot be denied (related). This case was regarded as incident since device removal was required (intervention required). According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible.